Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 30-sept-2024. Investigation summary: bd received 48 samples and 5 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter was observed. Thirty (30) of the customer samples were evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed on eight of the samples. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to using a bd vacutainer® eclipse¿ blood collection needle, foreign matter was found inside the cannula of the device. This occurred with 2 devices. There was no adverse impact to patients or users reported.

Event description:
It was reported prior to using a bd vacutainer® eclipse¿ blood collection needle, foreign matter was found inside the cannula of the device. This occurred with 2 devices. There was no adverse impact to patients or users reported.

Manufacturer narrative:
Investigation summary: "material #: 368607 lot/batch #: 3340515 bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to foreign matter as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."